Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a reaction on his skin with the sensor. The customer reported that he had red bumps with no discharge and it was very itchy. The customer reported that he had to go to the doctor and get anti-allergy medical. The customer reported 8.2 mmol/l at the time of incident. Troubleshooting was not performed at the time of call. Product is not expected to return.